Manufacturer narrative:
It was reported that the patient tolerated the left inguinal hernia procedure well without any complications and was transferred to the recovery room in stable condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient reports that he can feel the mesh "protruding". He has nerve entrapment and inflammation. The inside of his thigh is discolored, the right testicle is now swelling. The patient reported that he was diagnosed with peripheral artery disease last year and has nerve pain in his toes. The patient was referred to a reconstructive clinic to have the mesh removed. The patient has swelling and nodules below the incision site of the hernia repair and has been treated several times with antibiotics to help with the swelling. The patient underwent a nerve block which numbed the area and two weeks ago had a brain hemorrhage on the left side. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. It was reported that the patient underwent surgery to repair an inguinal hernia on ()(4) 2011 and prolene was implanted. No additional information is provided.